Event description:
It was reported that four years prior to the report when new batteries in the cell phone came out the patient had an lg phone in her right pocket and fell asleep. When she woke up she found the cell phone had burned the inside of her skin. She then realized she had to keep her phone away from the ins so it wouldn¿t burn her.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).